Event description:
Revision surgery - due to pain, unstable, and loss of motion.

Manufacturer narrative:
The reason for this revision surgery was identified as pain, instability, and loss of motion after 17 days of pt use. The outcomes attributed to the event are hospitalization - initial or prolonged. The healthcare professional indicated a serious risk to pt. There was an unspecified amount of delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the eight complaint for this part number: two noncompliance with physical therapy, one loose joint, one instability, one screw missing, one stiffness, and one infection. This is the first for this lot number. The root cause was not determined with confidence. There is no info reported that showed a material, design, or mfg problem with the product. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue, implant selection, or pt activity.